Event description:
The pt received the scs sys on (B)(6) 2009 which included two leads from the same lot. It was reported the leads migrated. The pt elected to have the sys removed due to the need for an MRI. The explanted devices will not be returned to the MFR for analysis.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.